Manufacturer narrative:
(B)(4). MDR decision is not reportable. Additional information was requested and the following was received: did the tissue pad being completely detached from the clamp arm of the device? No, the tissue pad is just half-detached and is still on the device. Did the tissue pad fall into the patient? No. How was the tissue pad retrieved? N/a. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the white pad was badly inserted, it got detached from the clamp. No patient consequence. Device replaced.